Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was underwent a revision surgery to remove implants, a distal femoral nail (dfn) and two dynamic compression plate (dcp plates). During the surgery, the nail could not be removed because the extraction screw for the unreamed femoral nail ufn and cannulated femoral nail (cfn) and spiral blade was not connected to the nail. The physician decided to leave the nail and remove the dcp plates and to place a locking compression plate (lcp). When the screws were placed on the lcp plate the drill bit broke. The nail should was left in the patients bone because it could not be removed. The nail is titanium, but the plate was placed the patient is steel. There was a report of a thirty minute delay. This report is for an unknown locking compression plate. This is report 4 of 4 for complaint (B)(4)

Manufacturer narrative:
This report is for an unknown locking compression plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.